Manufacturer narrative:
This report is being filed in response to the outcome of discussions between impulse dynamics and FDA on october 26, 2023.

Event description:
On february 1, 2024, impulse dynamics received a report from a field representative of a patient whose optimizer smart mini (osm) implantable pulse generator (ipg) had previously entered down mode due to an a9 error. The device was reset and interrogated by the field representative, the latter of which yielded a "telemet error: down_charge_current_too_high" error. Analysis of the ipg log files confirmed this is the same, known high charge current issue that has affected several other ipgs. The permanent fix for this issue will be implemented as part of a future firmware update that is currently under FDA review.